Manufacturer narrative:
Additional information was received indicating that the event occurred during use with a patient. In addition, the current status of the patient is reported to be deceased due to terminal illness of which her condition deteriorated where she had required hospice and had nothing to do with the performance of the pump. No adverse effects were reported due to the device malfunction. Device evaluation completion date: 07/12/2019. Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a damaged lens. During analysis, the customer's concern regarding "going through batteries (depleting)" was not confirmed. Battery life test was performed on the unit with an "aa" battery and the unit passed the test. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced batteries depletion "going through batteries(depleting)". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.